Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 21mm epic plus supra valve was implanted in the patient. After implant, an echocardiogram performed and showed aortic insufficiency. On (B)(6) 2026, the patient underwent surgery and the valve was replaced. The patient was reported alive.